Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Voluntary medwatch received (B)(6) 2020 via us mail reported: I have a tandem tslim medical insulin pump with a dexcom g6 continuous glucose monitoring and I use tandem's control iq. I am using the device as advertised and instructed by tandem. The device is jeopardizing my life by continuing to deliver insulin when not needed and caussing my glucose to drop dangerously forcing me to consume carbohydrates to return my glucose back to normal levels. However, when I consume carbohydrates the pump starts delivering unnecessary insulin so I am in a constant roller coaster ride. Fact, the tslim pump looses data for unknown reasons. Tandem advertises that the pump "predicts glucose 30 minutes ahead" and "suspends insulin to help avoid the low" and in my uploaded documentation, you can see that prediction is not happening. Therefore, the pump is not functioning as advertised. The tandem pump reads my glucose from the dexcom g6 to function. However the glucose readings are not accurate. Fact the readings are 20% out of calibration constantly. If I use the dexcom g6 monitor, the glucose readings are less than 10% out of calibration, far more accurate than the tandem pump. With control iq disabled, I am experiencing insulin delivery issues. The pump shows insulin delivered, however, I am not receiving the amount of insulin the pump shows delivered. As a result, I am no longer using the defective pump and have returned to using an insulin pen. Since I have returned to using the insulin pen, my glucose is back to a normal level and I am not on the roller coaster ride (high to low to high).